Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was hospitalized with a head injury in (B)(6) 2012, unrelated to device or therapy. The patient woke up from their coma (unrelated to device/therapy) approximately one month later and no longer needed their pump for pain management. The patient was released from the hospital approximately 2 days ago ((B)(6) 2015). The pump had "ran dry" while the patient was hospitalized but the patient no longer needed the pump because they no longer reported pain due to the head injury. The physician was contemplating on explanting the pump, but for now the pump was filled with preservative free normal saline (pfns) and programmed to minimum rate. The doctor was not concerned with an empty reservoir. It was noted that an alarm was heard and confirmed by telemetry. A critical alarm was occurring due to zero ml reservoir volume reached. The physician believed the low reservoir alarm date was (B)(6) 2012 and the empty reservoir alarm occurred (B)(6) 2012. The physician may be explanting in the near future depending on the patient's pain level and if they think the pump was necessary due to the head injury. The patient reported no pain as of (B)(6) 2015. Prior to pfns the pump was delivering morphine. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Concomitant medical products: product ID: 8840, product type: programmer, physician. Product ID: 8731sc, serial# (B)(4), implanted:(B)(6) 2007, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).